Event description:
It was reported that the patient had high lead impedance. It was also reported that the patient's seizure frequency has increased since (B)(6) 2010, and the physician believes that this is likely when the high impedance first occurred. The vns was disabled due to the high impedance. X-rays of the device were taken and no anomalies were noted, per physician. X-rays have not been sent to the manufacturer for review. The patient underwent full revision surgery on (B)(6) 2010. The explanted products were returned to the manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.